Event description:
The plaintiff's attorneys alleged that the decedent subsequently expired during the use of the product on or about (B)(6) 2012.

Manufacturer narrative:
This is one event for the same patient involving two separate products.